Event description:
Cust reported they felt the output of their vaporizer was higher than expected. There was no reported pt injury. Investigation/conclusion: the unit was returned to the manufacturing sute for investigation. The unit was tested, and the fire releif valve was found to be leaking due to a loose screw. The fire releif valve was replaced. The process instructions have been reviewed and found to provide adequate info on proper torque requirements. Assemblers have been alerted of this finding. The output concentration was checked and found to be higher than the original manufacturing specifications. The cause of the output deviation was noted to be a scratch on the sealing face of the rotary valve, the cause of which could not be determined. Once the fire releif valve and rotary valve were replaced, the unit functioned within manufacturer's specifications.